Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the retrieval string for the tampon was missing, and was therefore unavailable to aid in removal of the tampon. The consumer advised us that she would seek medical assistance to have the tampon removed. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful. No consequences reported.